Event description:
The customer reported that the unit was displaying a communications error. The unit was down. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system had multiple problems. The lemo connector had pins pushed in, so the ge service rep replaced the lemo and interconnect cable. The communication fail and ffb reboot issue necessitated a sundance upgrade and replacement of ffb, monoblock controller, system interface, cpu, video controller, and u3. He also found the ps3 was defective as up down movement. All parts were replaced, and the system operates as intended.